Event description:
The hospital reported that a vasoview hemopro 2 was opened on the field and it was discovered that the silicone on the jaws were detached. . The device was not used on the patient. It was noticed right away. A new device was used to complete the procedure. No delay. No patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. The device was returned to the factory for evaluation on 03/31/2026. An investigation was conducted on 04/01/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on tip of the silicone insulation on the cold jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. The clear silicone insulation on the hot jaw was observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 1454. The device was returned to the factory for evaluation on 03/31/2026. An investigation was conducted on 04/01/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on tip of the silicone insulation on the cold jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. The clear silicone insulation on the hot jaw was observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000525805 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a vasoview hemopro 2 was opened on the field and it was discovered that the end of the plastic was broken. The device was not used on the patient. It was noticed right away. A new device was used to complete the procedure. No delay. No patient harm.